Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to artifact oversensing while programmed on alternate vector. The patient was seen in follow-up and therapy was deactivated. The physician tried to reproduce the artifacts with chest and arm rotations and other movements and manipulating the can and the electrode. They were unable to reproduce the artifacts in any position or movement. The s-ICD was programmed to secondary vector and therapy remains off pending a chest x-ray and further medical decisions. No additional adverse patient effects were reported. This s-ICD system remains in service. Additional information: a chest x-ray was obtained and sent to technical services for further review who confirmed the electrode appears to be intact. The patient also returned for a follow up at which time extensive troubleshooting will be performed. Four electrocardiograms (ecgs) were recorded, and no noise was seen in secondary. There also have been no recorded atrial fibrillation (af) episodes on secondary vector for two weeks. As such, the physician decided to reactivate device therapy on secondary vector and will closely monitor the patient via the latitude remote patient monitoring system.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to artifact oversensing while programmed on alternate vector. The patient was seen in follow-up and therapy was deactivated. The physician tried to reproduce the artifacts with chest and arm rotations and other movements and manipulating the can and the electrode. They were unable to reproduce the artifacts in any position or movement. The s-ICD was programmed to secondary vector and therapy remains off pending a chest x-ray and further medical decisions. No additional adverse patient effects were reported. This s-ICD system remains in service.